Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the right ventricular lead exhibited loss of capture and high pacing impedances. The patient was asymptomatic to the event. The lead was explanted and replaced successfully on (B)(6) 2017. The patient was in stable condition post procedure.